Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the connectors leaked during chemotherapy infusions. In one instance, a patient was having folfiri chemotherapy when the leak at the needleless connector occurred. The irinotecan and leucovorin was running through the port-a-cath. Patient felt the right shoulder and clothes was wet where the needleless connector was sitting over the right shoulder. There was small amount of leakage through the connection of cap and IV tubing. The patient had no complaint of burning or pain on the skin, and mild redness on the skin was noted. The clinician washed the skin with soap water. No patient harm occurred.